Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the contents of this complaint. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the unit was delivered to the customer on january 10, 2012. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported events of ¿ looseness of the socket causes the endoscopic image flicker, the old version of the power switch, the latch wear of the video connector socket are the following: based on the investigation results, the probable causes are shown below: and :in light of the fact that eight years or more have passed since the subject device was delivered, it is inferred that the repeated connection of the video connector caused deterioration of the latch of the video connector socket. That made the electric contacts of the video connector unstable, leading to the endoscopic image flicker. : according to the date of manufacture, the subject device was determined to be manufactured before the design change to the power switch was made. However, there have been no issues occurring in the subject device and therefore it is inferred that such device had never been updated.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ flickering black screen "was confirmed due to a worn out video connector latch. The unit was equipped with an old version main switch and out dated software. There were minor scratches noted on the top cover of the unit.

Event description:
The service center was informed that the image on the display was flickering. There was no patient involvement reported.